Manufacturer narrative:
The pump was received with a constant motor error alarms during the rewind due to an out of phase motor encoder signal. Unable to complete the functional testing, including the displacement, basic occlusion, occlusion, prime and excessive no delivery tests or verify the motor position encoder error alarm in the alarm history screen due to the constant motor error alarm. The pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was 425 mg/dl due to steroids she was taking to treat her shingles. The patient treated via manual insulin injections. Troubleshooting was declined for the high blood glucose. The customer also had an MRI from her knee to the top of her thigh. The customer wore the insulin pump in her bra during the MRI. The insulin pump alarmed motor error, motion sensor test failure, and motor position encoder error shortly afterwards. The drive support cap appeared normal. The device was able to rewind as well. However, the customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.